Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the integrated electrosurgical unit (iesu) was displaying error u-02 on startup. Prior to contacting a technical support engineer (tse), the customer had already restarted the system five times with no change in the error. During the tse interaction, no additional troubleshooting steps were able to resolve the issue, and the customer elected to swap the vision side cart (vsc) with that of another da vinci system in order to proceed with the surgical procedure. The procedure was transferred to another da vinci system with no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse went on site and replaced iesu to resolve the errors. The system was tested and verified as ready for use. Isi received a da vinci product involved with this complaint to perform failure analysis. The iesu was analyzed and found to have no error. Occasional connectivity conditions may sometimes hinder logging. Several concerning error patterns were noted. Visual inspection found no issues directly related to the reported event, though the front bezel showed significant yellowing and scraping along the lower edge. Fa inspection was able to replicate the reported event; the unit experiences a startup failure that prevents full initialization, resulting in an empty gui. Logs confirm the reported event, with additional unrelated errors also noted in the logs.